Event description:
Lap chole - "surgeon was retrieving bag from abdomen through trocar when bag broke and spilled gallbladder and stones in pt's abdomen. Surgeon had to scoop up the stone and change to contaminated case."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.